Manufacturer narrative:
(B)(4). Information anticipated, but not available at this time.

Event description:
It was reported that during a hartmann procedure, when closing the device, the firing trigger got stuck halfway the firing cycle. After opening the stapler, he inspected the rectum stump and the resected tissue, both were opening and no staples were found. The surgeon could close the rectum stump with a running pds suture. There is no pt consequence.